Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug, concentration and dose not reported via an implantable pump. During an unrelated spinal surgery on (B)(6) 2017, the patient's catheter was cut. The patient's spinal catheter segment was removed, the proximal segment was tied off and would be repaired later. The spinal catheter would be replaced in the future. No symptoms were reported. Additional information was received on 2017-mar-24 and reported that the catheter was actually intact but had been accidentally pulled out of the intrathecal space. The patient's pain pump managing physician had the pump put into minimum rate and had the catheter tied off to be repaired at a later time after the patient had recovered from back surgery. The pump medication was to be replaced by IV meds. An orthopedic surgeon placed the catheter "back in place", but the pump was to be kept at minimum rate until the catheter placement is determined by a catheter dye study. Additional information was received on 05-apr-2017 and it was reported that the patient was being watched closely in the hospital and they would do a dye study and then decide what to do with the pump. The pump was in minimum rate mode. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The indication for use was non-malignant pain.